Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp circuit failure occurred. The remote service engineer (rse) confirmed the error code in the event log. A philips authorized service provider (asp) then went onsite and was unable to reproduce the reported issue. The customer then stated the ovp circuit failure occurred intermittently. The philips asp then replaced the power management (pm) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the pm pcba and mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.